Event description:
General report received of an unspecified number undocumented incidents of tubing separations. Prior to patient use, the tubing separated from the arm of the upper y-sites. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the devices were discarded.